Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 120x15. The customer states that there was a slow leak of the proximal balloon over a 30 second period. Customer had to keep trying to inflate the balloon due to the leaking issue.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.